Event description:
It was reported that, this fiber broke during a procedure. Another fiber was opened and the procedure was completed successfully. There were no patient complications.

Event description:
It was reported that, this fiber broke during a procedure. Another fiber was opened and the procedure was completed successfully. There were no patient complications.